Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and completed the procedure with another of same device. There were no patient complications reported. Patient was in good condition.